Event description:
Literature review received titled: "selective capsulotomies and partial capsulectomy in implant-based breast reconstruction revision surgery" reported ¿severe capsular contracture implant, displacement/rotation, and implant rupture¿. This record is for an unknown side. The device status is unknown.

Manufacturer narrative:
Article citation: susini, pietro, et al. ¿selective capsulotomies and partial capsulectomy in implant-based breast reconstruction revision surgery.¿ the breast journal, vol. 2024, 27 feb. 2024, pp. 1¿8, https://doi.org/10.1155/2024/9097040. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, and malposition.